Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket had 1 broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the broken wire remaining outside the tubing. An indent was noted at the tip of the clear catheter, possibly due to the broken wire remaining outside of the catheter during retraction. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. Multiple kinks were noted along the clear catheter 21.5cm, 99.9cm, and 179.9cm distal to the white shrink tube. A clear substance was noted within the catheter. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 31jul2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During ercp stone removal procedure, the physician used a cook memory hard wire basket. It was reported that the user verified the basket extension and retraction prior to use and the device functioned properly. The user placed the basket into the bile duct to remove the stone and then found the basket wire at the linkage area of the distal end was broken. The user changed to another basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.